Event description:
It was reported that the right ventricular (rv) lead had a gradual rise in shock impedances over the last year reaching as high as 177 ohms. Technical services (ts) informed that this is a single coil lead and the patient has not had any shock therapy. Ts also discussed the rise in shock impedances could be due to calcification or tissue growth and recommended to consider a commanded shock. At this time, the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead had a gradual rise in shock impedances over the last year reaching as high as 177 ohms. Technical services (ts) informed that this is a single coil lead and the patient has not had any shock therapy. Ts also discussed the rise in shock impedances could be due to calcification or tissue growth and recommended to consider a commanded shock. At this time, the rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that a painless lead integrity test (plit) was performed and it was noted that impedances decreased to 140 ohms. Additionally a commanded shock was given and shock lead impedances (sli) measured greater than 125 ohms. Technical services recommended to continue to monitor however, informed the patient may need a new lead as sli will rise again. No adverse patient effects were reported.